Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a revision surgery occurred, due to signs of hypersensitivity reaction. Pseudo tumor reaction.